Event description:
The stent delivery system could not be tracked to the lesion. During removal of the device, the proximal end of the stent flared. The pt was a (B)(6) female. The target lesion was distal left circumflex branch. The lesion was a restenosis due to poba. The vessel was heavily calcified and highly tortuous. There was a 90% stenosis. A right radial approach was chosen for the procedure. A cypher (2.5/18mm) was being delivered to the target lesion, but the cypher would not cross the severe flexed and calcified section at proximal left circumflex, proximal to the target lesion. Therefore, the cypher was retrieved from the pt. During withdrawal, the stent flared at the proximal end of the cypher. There was no excessive force used to withdraw the device through the guidecatheter, or the vessel. The physician stopped using the cypher. To finish the procedure, pre-dilation was performed with a balloon (hiryu 2.5mm) and then a different stent (endeavor) was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is available for eval and testing, however, it has not been received to date. Additional info will be submitted within 30 days of receipt.